Manufacturer narrative:
(B)(4). A review of lot f1725502, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) was opened in the sterile area, prepped and deployed properly, until the balloon deflation point. After waiting about 10 seconds for the balloon to deflate completely, the physician held the black handle at a 45 degree angle and during the removal process the balloon was stuck and the balloon catheter could not be withdrawn. The physician then proceeded to remove the device balloon catheter together with the white advancer tube, as 1, and hold immediate pressure for two minutes. The groin looked and felt ¿normal¿ at that point. The physician noticed the atraumatic tip of the device had a slight curve about 2mm. After the patient was transferred to the pacu (post anesthesia care unit), a large hematoma was noticed. The physician attended to the complication.

Manufacturer narrative:
The patient¿s age was noted as over 65 years. Outcomes attributed to adverse event: is being corrected to remove other serious (important medical events) and add required intervention to prevent permanent impairment/damage (devices) and hospitalization - initial or prolonged other relevant history, including preexisting medical conditions: is being corrected. Concomitant medical products and therapy dates (exclude treatment of event): is being corrected. Initial reporter: e-mail and phone number are being corrected. Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) was opened in the sterile area, prepped and deployed properly, until the balloon deflation point. After waiting about 10 seconds for the balloon to deflate completely, the physician held the black handle at a 45 degree angle and during the removal process, the balloon was stuck and the balloon catheter could not be withdrawn. The physician then proceeded to remove the device balloon catheter together with the white advancer tube, as one, and hold immediate pressure for two minutes. The groin looked and felt ¿normal¿ at that point. The physician noticed the atraumatic tip of the device had a slight curve about 2mm. After the patient was transferred to the pacu (post anesthesia care unit), a large hematoma was noticed. The physician attended to the complication. Additional information received indicated that the access site puncture site was below the bifurcation. "Little" vessel tortuosity was noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel did not have stenosis >50% at or near the puncture site. Multiple sheath exchanges were required; however, a procedural sheath greater than 7f was not used. The vcd was being used in conjunction with a 6f procedural sheath introducer for arterial closure following an interventional peripheral procedure. The vcd balloon was prepped with 1 cc contrast and 2 cc saline. The vcd balloon was fully deflated. Hemostasis was achieved. The hematoma was noted to be over 6 cm in size. The hematoma was resolved with manual compression for more than 30 minutes and insertion of fluids through the other groin. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1725502 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned to not use the mynxgrip if the device appears damaged or defective in any way as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
Addendum additional information received indicated that the access site puncture site was below the bifurcation. "Little" vessel tortuosity was noted. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel did not have stenosis >50% at or near the puncture site. Multiple sheath exchanges were required; however, a procedural sheath greater than 7f was not used. The vcd was being used in conjunction with a 6f procedural sheath introducer for arterial closure following an interventional peripheral procedure. The vcd balloon was prepped with 1cc contrast and 2 cc saline. The vcd balloon was fully deflated. Hemostasis was achieved. The hematoma was noted to be over 6 cm in size. The hematoma was resolved with manual compression for more than 30 minutes and insertion of fluids through the other groin. The patient was noted to have recovered. The vcd will not be returned for analysis.